Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd needle eclipse s/t safety mechanism did not engage. The following information was provided by the initial reporter, translated from french to english: on (B)(6) 2025, while taking a blood gas sample, the nurse was unable to engage the safety device on the hypodermic canula. She described resistance when lowering the safety device. The nurse then tried to lower the safety catch with her second hand. The safety catch then disengaged from the canula. The canula penetrated the glove and pricked the nurse, resulting in a blood exposure accident. The defective device was not kept by the nurse. The nurse was consulted in the hospital's emergency department following the blood exposure accident. Medical follow-up has been organized. At present, no post-exposure prophylaxis has been initiated, given the negative virological status of the patient sampled.

Manufacturer narrative:
A device history record review was completed for provided material number 305891 and lot number 2407007. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples of the reported lot number were obtained from the manufacturing facility for evaluation by our quality team. Through examination of the samples, no defects were identified with the safety mechanisms and it was possible to activate them following the instructions for use. Based on the investigation results, an exact cause could not be determined for this incident. If the affected sample becomes available for this incident or any potential future occurrences, we would greatly appreciate the opportunity to conduct a thorough analysis. Every lot is tested for safety shield activation before release. The assembly process has a system that inspects all product for proper opening and activation of the safety shield, rejecting any defects identified. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.